Event description:
It was reported by the patient that the previously working remote monitor had no power. It was also reported that when the patient jiggled the power cord the monitor would turn on and then shut off. The return and replacement of the monitor are pending. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.